Manufacturer narrative:
Investigation determined this revision was reported under FDA submission 1038671-2021-00549.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. As reported by the legal brief, patient suffered injuries and damages as a result of an incident which took place on (B)(6) 2018. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time.

Manufacturer narrative:
Concomitant medical products: biolox delta femoral head 36mm od, +0mm (cat# 170-36-00 / serial# (B)(4)). Alt ha s clr ext sz 7 (cat# 190-31-07 / serial# (B)(4)). Integrip cc, cluster 52mm, g2 (cat# 186-01-52 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, patient suffered injuries and damages as a result of an incident which took place on (B)(6) 2018.